Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support. Dexcom technical support advised patient to reset the device, but it was unsuccessful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Model number - correction. Device available for evaluation - additional. Correction/additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The complaint of a permanent out of range signal could not be confirmed. A root cause could not be determined.